Event description:
It was reported that a patient presented in clinic for follow-up after experiencing muscle stimulation. The pluse generator was in back-up vvi. A device download was performed successfully. The patient was stable during and after device reprogramming.